Manufacturer narrative:
E1: patient city: madrid. Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set tape not sticking event on 18-jun-2024. No further information available.